Event description:
This report is being filed after the subsequent review of the following journal article: dorsal and volar 2.4-mm titanium locking plate fixation for ao type c3 dorsally comminuted distal radius fractures. Ying-chau chou, md, alvin chao-yu chen, md, chun-ying chen, md, yueng-heng hsu, md, chi-chuan wu, md. (2011) j hand surg;36a:974-981. This was a retrospective study that reviewed 41 patients treated ao c3 comminuted fractures of the distal radius with 2.4-mm titanium locking plates between 2006 and 2008. 22 patients were treated with dorsal locking plates, and 19 patients were treated with volar locking plates. Out of the 41 patients, only 1 experienced short-term complex regional pain syndrome. This was correct by special rehabilitation, and was resolved within 3 months. Unk-plate, si: pain. This is report 1 of 1 for (B)(4). This report is for an unknown locking plates. This report is for 1 device.

Manufacturer narrative:
Device used for treatment, not diagnosis. Dorsal and volar 2.4-mm titanium locking plate fixation for ao type c3 dorsally comminuted distal radius fractures. Ying-chau chou, md, alvin chao-yu chen, md, chun-ying chen, md, yueng-heng hsu, md, chi-chuan wu, md. (2011) j hand surg;36a:974-981. This report is for unknown dcp plate/unknown quantity/uknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - attachment: [com-057971 literature article.pdf]